Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 721.3 mcg/day via intrathecal drug delivery pump for cerebral palsy. It was reported that the patient was admitted into the hospital on (B)(6) 2017 for aspiration pneumonia. On (B)(6)2017, the patient presented with decreased tone, decreased respiratory rate (7 breaths per minute with apnea episodes lasting 30 seconds), decreased oxygen saturation down to 70 % during episodes of apnea, and increased somnolence. A head CT was performed and was negative. Ammonia level was normal, liver function tests normal, blood gas normal. It was ordered to decrease the infusion rate by 20%. The pump infusion rate increased 10% on (B)(6) 2017 by the nurse per request of the clinician as the patient exhibited signs and symptoms of increased spasticity. Blood pressure of 130 mm hg (baseline 110) and heart rate (hr) of 140 beats per minute (baseline 80); approximately nine hours after pump was decreased by 20% on (B)(6) 2017. The current infusion rate was at 636.1 mcg/day and the patient was to be monitored in the ICU setting. The patient's baclofen pump had been increased by a factor of 27% over the past three months; and was increased 7% three days prior to (B)(6) 2017 hospital admission date. The patient is on tube feedings and has one kidney. Per the manufacturer representative, the patient was currently not exhibiting any signs or symptoms of overdose nor withdrawal. There were no further complications reported/anticipated. The patient's medical history includes hydrocephalus. No allergies. No liver nor kidney problems. No smoking and no alcohol use. Concomitant medications include chlorhexidine topical, acetaminophen, soni's amid expectations, rocephin, pantoprazole, lovenox, albuterol prn, dextrose 50% in water IV prn, insulin lispro prn, mineral oil fleet enema prn, and morphine IV prn.

Event description:
Additional information was received. Under their clinical understanding the hospitalization was not related to the pump. They did decrease the pump on admission due to his low oxygenation and then they finally went up on his pump again.